Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During initiation of tissue plasminogen activator (tpa) for elevated purge pressures, the new purge cassette prompted "cassette failure" notification that would not clear. The cassette was removed and the previous purge cassette was replaced with much difficulty sliding the purge disc into position. The decision was made to perform an automated impella controller (aic) to aic transfer to ensure it was no the issue. After the aic exchange, a new purge cassette and bag change were performed to tpa 2 milligrams per 50 milliliters and that cassette has no issues being placed.

Manufacturer narrative:
The investigation of automated impella controller (aic) -other has been completed. The console operated to specification and no problem was found during testing. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-12800 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12800 in accordance with updated procedures.